Event description:
It was reported that during a davinci mitral valve repair an intraclude balloon ruptured during inflation, prior to cardiolplegia being delivered. There were no abnormalities noted during inspection of the balloon prior to use. An endoreturn was used to introduce the balloon. The patient did not suffer an adverse event. The rupture was likely due to a calcium deposit in the aorta. The balloon was removed and a second intraclude was placed without issue, and the case was completed. The device is returning.

Manufacturer narrative:
H3: evaluation summary: customer report of 'balloon ruptured' was confirmed. Balloon was ruptured in the central area. Edges appeared to match up at rupture site. All other through lumens were found to be patent without any leakage or occlusion. No other visual damage or other abnormalities were found. H10: additional manufacturer narrative: the reported event was confirmed through preliminary evaluation of the device. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The clamp device (intraclude) is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. Per additional investigation by the manufacturer, 'a 100% leak test is executed during manufacturing of the devices. Also, the devices are tested on balloon stability pressure for 6 hours as part of lot release testing, so it is very unlikely that cause of this complaint is related to the manufacturing process. The cause of the puncture in the balloon was not possible to be determined with the equipment available.' The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Per the event description, 'the rupture was likely due to a calcium deposit in the aorta.' Based on the available information, the most likely root cause is operational context during the use of the device. An edwards defect has not been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.